Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control replaced the system pcb, which resolved the reported issue, and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio-control further evaluated the removed system pcb assembly and determined that the cause of the reported issue was an inoperative crystal, designator y1, located on the single board computer (scb) portion of the assembly.

Event description:
The customer contacted physio-control to report that their device would initially power on, but then power off by itself. The customer advised that the reported issue occurred with multiple sets of charged batteries. As a result, defibrillation would not be possible if it were necessary. There were no reports of patient use associated with the reported event.